Event description:
After approximately 2 months of service, the implantable neurostimulator (ins) was at end-of-life (eol). The programming was noted to be "strange". Premature battery depletion was suspected. The ins was replaced. There was reported to be no pt injury.

Manufacturer narrative:
The implantable neurostimulator (ins) and wrench have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.